Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned devices found an unknown pin seized in one of the guide holes and the guide exhibits signs of repeated use. The jammed pin is bent. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-00114. Medical product unknown pin. Report source - (B)(6). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during the inspection of a kit at the warehouse, a pin was stuck in a guide causing the guide to jam. There is no additional information at this time.